Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the interconnect cable. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system does not emit x-rays, and that the video signal disappears when the arc is moved. No patient injury was reported.